Event description:
A report was received claiming the failure of a smith & nephew screw. Few details are available. It is unclear at this time if a revision surgery was required.

Manufacturer narrative:
Additional information requested 3/30 and 4/12.